Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient line. Customer loaded an old cartridge onto the pump accidentally. Customer blood glucose was 172 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.